Manufacturer narrative:
(B)(4). The customer reported the device displayed (pads/paddles) ECG fault. There was no report of pt involvement or negative pt impact. The philips fse evaluated the device, confirmed the failure and resolved the failure by replacing the power pca.

Event description:
The customer reported the device displayed (pads/paddles) ECG fault.